Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at the post operative check, the lead was not functioning properly. Microdislodgement was suspected. When the pocket was reopened, insulation damage was discovered. The lead was replaced.